Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer was able to load a cartridge, and will continue to use the current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.